Manufacturer narrative:
Additional devices listed in this report: 8 stryker screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device is not available to stryker.

Event description:
Plaintiff alleges injuries he sustained on (B)(6) 2012 after a slip and fall at a correctional institution in (B)(6) where he was housed. He underwent surgery on (B)(6) 2013 to correct a non-union and malunion of the right humerus, where a plate and screws were installed in his arm. On (B)(6) 2013, dr. (B)(6) determined there was loss of reduction in the hardware. He underwent revision surgery on (B)(6) 2013 and was implanted with a stryker metal plate and screws in his arm. He underwent an additional surgery on (B)(6) 2013 and the surgeon found the metal plate had eroded through the posterior cortical bone into the shaft of the humerus, and that erosion after extensive debridement left only anterior and lateral bone available for plating. He was hospitalized for two bacterial infections.